Manufacturer narrative:
250ml baxter bag ndc 0338-0049-02 lot number y264705 exp sep 19 0.9% sodium chloride. The customer¿s report of a leak and separation of blood tubing at the top of the filtered drip chamber was confirmed. Visual inspection observed a separation between the top of the blood filter drip chamber where the two tubing lines enter. Closer inspection observed insufficient solvent at the engagement between the tubing and the top drip chamber ports. A dimensional analysis was performed on the pvc tubing; the tubing measured within specification. Due to the tubing being separated no functional testing could be performed. The root cause of the separation is insufficient solvent at the engagement between the tubing and the top drip chamber ports.

Event description:
The customer reported that when a pump was infusing blood, the saline tubing separated from the top of the filtered drip chamber of the blood tubing, with blood leakage. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when a pump was infusing blood, the saline tubing separated from the top of the filter then the blood leaked out of that hole. There was no patient harm.